Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, a patient presented with a stemi. An attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a lesion located in the proximal left main (lm) coronary artery, and left anterior descending (lad) artery. The device did pass through a previously deployed stent. It was reported that stent dislodgement occurred during removal following a failed delivery. It was stated that the device was advanced through a previously deployed stent in the proximal lad artery before the first diagonaland an attempt was made to deliver the stent in the lad artery. However, when the stent was removed from the body following the failed delivery, the stent was not seen on the balloon catheter. The stent was found in the lm coronary artery. The dislodged stent was removed using a snare. The patient was reported to have deceased. It was stated that the patient had a 'do not resuscitate' (dnr) status.

Manufacturer narrative:
Additional information: the device was being used to treat a calcified lesion with 90-95% stenosis. Located in the proximal left main (lm) coronary artery and the distal left anterior descending (lad) artery. The device was inspected before use with no issues noted. The device was prepped per IFU. The lesion was pre-dilated. No resistance was noted, when advancing the device. Previously deployed stent in the mid-lad. This stent in the mid-lad was implanted earlier in the procedure. The stent failed to cross the lesion. It was stated, that the stent dislodged as the onyx was being removed from the non-medtronic guide catheter. The stent was found sitting in the left cusp of the aorta. It was also stated, that the stent dislodgement did not cause additional patient injury. And did not cause worsening of the patients condition. And did not result in the patients death. There was no evidence of restenosis. Thrombus was noted, in the mid-lad. The patient was on dapt (plavix 600 mg) at the time of the event. The physician stated, that the cause of death was not attributed to the relevant device. Device lot details provided relevant history, updated in b7 patient code c27083. Added date of death provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.